Event description:
Technician alleged that the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.